Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5356536. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the stopper on 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure was coming off of the tubes and causing blood leakage. No injury or medical intervention.